Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope presented a scope communication error code b30. The issue was found during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope communication error e216 and white residue inside the air/water auxiliary channel and cylinder. Based on the results of the investigation, it is likely that the following led to the malfunction: regarding the allegation of the customer, the cause was due to a component failure. And for the newly identified malfunction mentioned above, scope communication error e216, the cause was traced to component failure, too. And for the other malfunction, white residue inside the air/water auxiliary channel and cylinder, the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.